Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of "high"; specific value not provided. Customer administered a manual injection to address bg. The customer alleged the pump was not delivering a bolus as intended; tandem technical support reviewed the pump logs and determined that the pump functioned as intended and the cause of the bg level was unknown. The customer acknowledged and reverted to an alternate method of insulin therapy.